Event description:
Surgeon was performing a fem-pop procedure. When the clamps were released after a proximal anastomosis blood came out of the walls of the graft. A 7mm graft was used and had not been tunnelled yet. Surgeon was in the process of checking prox. An anastomosis when this occurred. No pt injury was reported.

Manufacturer narrative:
H10-code 100: review of device history record revealed no issues related to the reported incident. Additional info requested relative to the evaluation of the returned sample.